Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected cgm app shut-off occurred. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that mobile app interruption due to os upgrade on smart device occurred. Data was returned but will not confirm the issue or determine a probable cause. The probable cause cannot be determined. No injury or medical intervention was reported.